Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid to apical left anterior descending (lad) artery. The apical lesion was pre-dilated with a 2.0x30mm apex balloon and a 2.25x24mm promus element plus stent was implanted. The 2.5x16mm promus element stent was advanced in attempt to deploy in the proximal lesion overlapping the previous stent. The physician noted resistance advancing the device and when examined it was noted that proximal stent edge was lifted up. The stent did not come in contact with the previously implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid to apical left anterior descending (lad) artery. The apical lesion was pre-dilated with a 2.0 x 30 mm apex balloon and a 2.25 x 24 mm promus element plus stent was implanted. The 2.5 x 16 mm promus element stent was advanced in attempt to deploy in the proximal lesion overlapping the previous stent. The physician noted resistance advancing the device and when examined it was noted that proximal stent edge was lifted up. The stent did not come in contact with the previously implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device noted proximal stent damage. One strut at the proximal edge was raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).